Event description:
It was reported the patient (netherlands) was not receiving effective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Subsequently, the patient underwent surgical intervention where the lead was removed and replaced with a new one. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.